Event description:
During a refill procedure, 8cc of the medication went into the pump while 32cc was delivered subcutaneous. The medication was compounded baclofen 5000 mcg/ml conc. The pt symptoms included lethargy, nausea, vomiting and desaturation. The pt was admitted to the ICU and intubated. The pump rate was decreased to minimal rate. The managing physician consulted with an itb expert. The consultant provided advice on how to address refill and evaluation of transient overdose from instillation of medication into the pocket of the pump. He also suggested the person who performed the refill should have add'l retraining in this aspect of itb. Two days later, the pt was reported to be stable and there were plans to extubate him. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.